Event description:
The cause of this event was the patient's overall deterioration of health. The patient outcome was noted as no injury.

Event description:
It was reported that the patient was admitted to the hospital due to altered mental status. Per the healthcare provider (hcp) the patient was to be transferred to the ICU and intubated. It was not believed that the incident had anything to do with the intrathecal pump/drugs but the hcp could not rule that out and was considering either stopping the pump or putting it in minimum rate. The pump was used to deliver morphine 5mg/ml.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2008, explanted on: unk.